Event description:
It was reported that the touchscreen was cracked and unresponsive. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate therapy for diabetes management.